Event description:
It was reported that the patient experiencing a minor infection at the vns site. It is believed to be caused by an infection at the foot and spread to the vns site. Medication was provided to the patient for the infection. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device.